Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer's blood glucose level was unknown. The customer reported that for the past couple of months she had an issue when she removed the battery from her insulin pump to change it that it used to ask her to reset everything in her insulin pump each time. Customer reported they were able to clear the alarm. Customer reported insulin pump completed rewind process. Customer stated the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. The customer had not completed troubleshooting for the previous occurrence. The customer removed the current battery from the insulin pump and inserted a new battery and the insulin pump alarmed again. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart error or reset time or date anomaly after change battery noted during testing.